Manufacturer narrative:
The vio integrated electrosurgical unit (iesu) was returned for failure analysis. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the part for evaluation; however, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A system log report review was performed by the intuitive technical support engineer (tse). Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the replacement of the electro surgical unit was required to bring the system to an acceptable state. The customer's reported complaint occurred during a procedure and was not resolved. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, an erbe error message 3-8a kept popping up on the screen, and then disappearing. The intuitive technical support engineer (tse) suggested reseating both ends of the instrument cord. The caller stated that they did not want to troubleshoot further. The procedure was completed with no reported injury.